Event description:
It was reported by the affiliate that during a wedge resection procedure, the b-shape was not completely made after firing. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Tracking number: (B)(4). Batch # (B)(4). Additional cartridge: batch # (B)(4). Exp date 07/13/2017; mfg date 08/13/2012. The analysis results showed that ecr60g cartridge (a) reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. Ecr60g reload (b) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable.